Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s21 (android 15) with mmt1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the logs, we found no pairing attempts recorded. The errors observed were caused by network connectivity issues that prevented the app from uploading analytics data to the server. The logs show a carelinkunknownhostexception: network failure, cannot reach server, which indicates that although the device had network connectivity (wifi was connected), the app was unable to resolve or reach the carelink server hostname. Additionally, the logs provided were analytic logs and not diagnostic logs, due to which we were unable to perform a detailed investigation. Issue confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: ensure no vpn is blocking the connection to reset wifi, mobile bluetooth settings: open settings. Scroll down and tap system. Tap reset options (or reset on some versions). Select reset wifi, mobile bluetooth. Confirm by tapping reset settings. Enter your pin/pattern/password if prompted. Tap reset settings again to confirm. Then perform pairing with the pump. Helpline dint provided any response on the recommendation steps provided. If customer still face issue we request to reopen the ticket, we will further investigate the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.